Event description:
The customer reported that the blade of the device would not retract during a case. It is unk if the device was on tissue at the time, and if so, how it was removed. Another device was used to complete the procedure, and there was no pt injury. Upon receipt at covidien, the knife blade was found to be protruding from the jaws of the device.

Manufacturer narrative:
(B)(4). A visual inspection of the device found the knife was protruding from the jaws. The jaws would not open or close due to the protruding knife. This failure mode is attributed to user error; it has been duplicated in engineering evaluation by clamping on large, rigid tissue. The IFU for this device warns against overfilling the instrument jaws so as not to compromise the cutting function. The IFU states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. The IFU states to eliminate tension on the tissue while sealing and cutting to ensure proper function. Covidien lp implemented a jaw/blade design to increase the blade retention within the jaws of the handpiece. This makes the design more robust to variations in user technique.